Event description:
Lvp did meet the specification around detection of clogging by issuing a tubing set problem alarm. The lvp did not function as intended since the pump and administration set was unable to administer the drug levophed due to obstruction in the admin set resistor channel resulting from the accumulation of a chemical substance that had been used in the construction of the drug leveophed container. Per requirements, the lvp is required to deliver infusates from an unvented flexible bag but due to unforeseen factors outside of [fresenius kabi north andover] control, substances from the specific baxter flexible bag used in this complaint was found to slough off the container and end up causing an unexpected occlusion in the administration set. A chemical substance, n,n'-ethylenebis stearamide (acrawax-c), used as a lubricant in the construction of the baxter viaflo bag has been found to obstruct the resistor knob channel. The drug, levophed, used in the complaint event is stored in this viaflo bag container. The pump is able to adjust resistor position to accommodate the obstruction building up until eventually the accumulation of the chemical gets to the point where flow oscillates and the system cannot maintain accuracy. The pump then raises a tubing set problem alarm and stops the infusion. This was seen to occur after a period of 6 to 12 hours. Based on the current investigation, the pumps and administration sets used in the initial complaints were functioning as intended and did not present with any nonconformance. The pharmacology/toxicology nda (505)(b)(2) review and evaluation of baxter norepinephrine bitartrate in 5% dextrose in the 4mg/250ml and 8mg/250ml configuration show that several impurities were found to be present at a higher level than in the rld (reference listed drug) and/or exceed the appropriate qualification threshold in ich harmonized tripartite guideline: impurities in new drug products q3b(r2). The evaluation concluded that the impurities all have a safety margin greater than 1-fold and therefore are considered qualified from the pharm/tox perspective. The details of the impurities noted in baxter pre-mix norepinephrine bitartrate such as quantity and type are redacted in the publicly available report. The current investigation indicates the stearamide may be one of these impurities that is disassociating from the viaflo bag and being administered with the norepinephrine bitartrate drug. The presence of this stearamide in the norepinephrine bitartrate drug from baxter is understood to be the primary cause of the occlusions seen in the complaints. Other formulations of norepinephrine bitartrate, as a premix from a different vendor or compounded with normal saline or 5% dextrose, are not believed to present with the same issue. Fresenius kabi informed the FDA in october 2023 that a communicaton was going to be sent to our customers regarding this. The intent was to provide to our customers with recommendations that suit their facility and serve more as a dear healthcare provider letter (dhcp), albeit we are not the manufacturer of the drug in this particular case.

Event description:
Customer reports the following: "1. Incident occurred early morning of (B)(6) 2023 2. Pump was infusing levophed and rn noted that the patients blood pressure was dropping into the 50s. 3. She did not see drops in the drip chamber of the infusing administration set and when she disconnected admin set from patient did not see drops from the distal end of the tubing 4. Pump did not alarm, however nurse re-started levophed on a new pump and blood pressure stabilized 5. Pump was not removed from service and was used on subsequent infusions without incident 6. Patient stabilized. No patient harm reported nurse additionally reported "also got a hold of last nights nurse. The levophed event took place around 0500. It was displaying "set failure". She said she follow pump instructions but by the time she got it running again he had become bradycardia so she had to give epi to stabilize"." Preliminary review indicates that there was buildup clogging the flow channel. Additional info obtained from the customer and from sample evaluation (both drugs and administrative sets): · norepinephrine bitartrate 5% dextrose is packaged in a premix bag from baxter · the patient was receiving multiple infusions going through a small-bore PICC line · drugs were compatible with each other · there was no indication of increased pressure in the downstream line according to the log files · the log files show signs of gradual buildup of a clog in the fluid resistor (aka the flow dial) channel, triggering an alarm · clog occurred regardless of pump, administration set (tubing), rate change and new bags of levophed for this patient · the infusion was attempted on [3] other lvp's but the buildup still occurred. · the clogged administration sets (tubing) sent to fresenius kabi for investigation · discolored "gel-like" buildup noted in the channel of fluid resistor · analysis from an independent lab shows the foreign material is similar to stearic acid amide (aka stearamide) compounds · material is not the drug (levophed) · material is not the ivenix administration set material · commonly used as a release agent for elastomers samples were tested by fresenius kabi, and the channel clogging was able to be replicated. Fresenius kabi also conducted a comparative assessment across our customers: · levophed is a widely used drug in critical care and administered at other fresenius kabi customers · there have been no previously reported issues in the administration of levophed · levophed is compounded in pharmacy (not premix bag) · no reported issues of known particulate drugs these are the current conclusions of fresenius kabi: · there is no issue with the administration sets in question · there is some form of foreign material within the baxter pre-filled bags · the foreign material builds up in the fluid resistor channel, interferes with flow, and results in a tubing-set-problem alarm over time reporting due to the referenced technical issue. Though epinephrine was given to stabilize the patient's hr, no harm was communicated. Investigation is ongoing.